Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. (B)(4).

Event description:
The patient's mother reported that the patient has had pain in both arms for one week. The arm pain started suddenly one week ago. The patient was going to follow up with their health care provider (hcp). The patient's indication for use is dystonia and movement disorders. The patient's mother reported a week later that there was a problem with the patient's device or therapy. They wanted to know what imaging could be done to determine if the lead was damaged or dislodged. It was noted that where the patient lives, they don't have the correct machines to safely perform an MRI. The patient's health care provider (hcp) had recommended an MRI. The indication for use included dystonia and movement disorders. Reference manufacturer report # 3004209178-2016-18438.